Event description:
After an implantation time of about 31 months, syncope was reported. During various follow-ups with other physicians, syncope was not reproducible.

Manufacturer narrative:
The mechanical inspection of the connector system showed no deviations from the specification that might explain any malfunction. All dimensions of the leader bores were within the range requested by the is-1 standard specifications. The set screws were effectively contacting the connector pins. The set screws could easily be screwed in and out. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector could not inserted easily and connected easily to the device. Upon incoming inspection, the pacemaker stimulated with the following parameters: vvvi mode / 30 ppm / 2.5 v / 0.5 ms / unipolar. Review of the pacemaker's memory content revealed that the pacemaker was reprogrammed after explantation. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and or pacing problems. A long term pacing test has been performed. The pacemaker was reprogrammed to the parameters as implanted, dddr / 70 ppm / 2.5 v / 0.5 ms / bipolar for atrium and ventricle. The sensitivity of the atrium was programmed to 1.0 mv for the ventricle to 2.5 mv. 100% $ pacing was observed during the long-term test. Afterwards, the sensing was tested and found to be fully functional. The pacemaker proved to be fully functional during analysis. In summary, the pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications. The pacemaker was not the root cause for the clinical observation.